Event description:
The patient reported that the device was no longer working. There was a question regarding whether the magnetic resonance imaging (MRI) could be done on the patient's foot. Follow-up with the physician's office indicated that the patient had not been seen in over two years. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.